Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular septum was damaged as stated in event description. Analysis also revealed right ventricular set screw was clogged with septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly and septum damage was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator set screw could not be engaged. The device was exchanged. There were no patient consequences.